Manufacturer narrative:
Follow-up #1 date of submission 05/19/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/09/2014 with the following findings:a review of the pump black box data revealed no evidence of a load step malfunction; however, multiple occlusion alarms and attempts to prime while occluded were recorded in the black box. A load step malfunction was not duplicated during testing. The pump rewind and load steps were completed accurately. The force sensor calibration reading was within specifications. No defect was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump primed the tubing with insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.